Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 500.320.844.0000. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500.320.844.0000 was confirmed during product evaluation by baxter quality engineering. This condition was caused by a stuck key on the front bezel. The front bezel was replaced to correct this condition. Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of (B)(6) 2011. Should additional information be received, a follow-up medwatch will be submitted.